Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a trial patient regarding an external neurostimulator (ens). The trial patient reported again that she didn't have a real good experience with the trial. Patient said she doesn't think it was placed right. Patient said when she had the right lead turned on she felt stimulation in her leg and when the left side was on she felt stimulation in her upper back. Patient said they had a lot of trouble getting the device placed.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, implanted: (B)(6) 2019, product type: screening device. Product ID: 3057, lot#: unknown, implanted: (B)(6) 2019, product type: screening device other relevant device(s) are: product ID: 3057, serial/lot #: unknown; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported by a basic evaluation patient who started the trial for severe fecal incontinence that now they were having the opposite problem and they were hardly going at all. The patient reported that they were concerned the leads may not be in the correct position. The patient stated that the health care physician (hcp) had a ¿real hard time,¿ placing the leads and stated that it was painful. The patient also reported that since the initial programming right after the placing, the patient had only felt stimulation in their right leg when using the right lead and that when the left lead was used, they felt stimulation about 2-3 inches below their waist on their left side. The patient said that since the initial programming they had been using the lead on their left side and stated that the trial was supposed to end on that day of the call (that morning) however the patient requested for it to be extended until (B)(6) 2019 as they stated they were unable to make a decision based on what that had experienced. The patient reported that they had been steadily increasing the stimulation and patient services suggested for the patient to decrease the setting to determine if that would affect the symptom of the patient not having a bowel movement. Therapy information and general programming guidance was also reviewed with the patient. The patient was redirected to follow up with the hcp to discuss symptoms and ask about lead placement and the patient stated that she would call to discuss their lead placement concern. There were no further complications reported.